Event description:
It was reported that during a surgical procedure at the user facility, the ties on the toga tore and this tore the material of the toga itself. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event tear could not be confirmed as the product that was returned was a sample. No issues were found with the sample received. Possible causes for the reported event include insufficient seam strength or inadequate material strength. The sample was destructively tested by the manufacturer and will not be returned to the user facility.

Event description:
It was reported that during a surgical procedure at the user facility, the ties on the toga tore and this tore the material of the toga itself. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.